Manufacturer narrative:
(B)(4). The user facility replaced the roller pump after the case and using back-up pump until repaired.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was belt slippage on the arterial roller pump. The device was not changed out until after the procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 11-jul-2016: the perfusionist (ccp) stated a "beltslip" message was observed on this roller pump during a case on (B)(6) 2016. The pump was being used as the arterial pump and the "beltslip" message occurred during cpb at flow rates of about 4 - 5 liters per minute (l/min). There were no issues with delivering the desired flow rates and no other messages were observed. The pump was used for the procedure, but was removed from service after the procedure was completed. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) could not verify the belt slip error on the roller pump. The fsr checked the roller pump belt tightness and wear, both were ok. The fsr checked roller pump operation and no issue found. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.